Event description:
The customer reported via phone call experiencing high and low blood glucose levels. The customer stated that things were good with the insulin pump and the set changes were easy. He noted that he was wearing the infusion set in his thigh. The customer's blood glucose reached as high as 354 mg/dl and as low as 46 mg/dl. The customer disconnected the call prior to being transferred for troubleshooting assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.